Event description:
It was reported that the preloaded intraocular lens (iol) had deploying issue. When attempting to deploy the lens, the injector bulged outwards on the side and the lens was stuck very close to the tip where it bulged. There was contact with patient's right eye. There were no medical or surgical interventions required. Another lens of same model and diopter was used as the replacement. The account used ophthalmic viscoelastic device (ovd) which was allowed to acclimatize fully to operating room (or) temperature. After inserter prep, there was a delay of 2-3 minutes in the surgery before an attempt was made to advance the lens. The lens was not fully deployed until handed off to doctor. The lens initially moved a little, then was stuck which reportedly looked like there was a defect with cartridge itself. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, not explanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: apr 22, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the handpiece was received with the lens stuck inside of the cartridge and that the lens was overridden by the plunger rod. The cartridge and cartridge tip were both observed to have a bulge where the lens was stuck. The handpiece was disassembled and while no assembly issues were identified, the plunger rod was observed to be bent. The lens was removed from the cartridge and was observed to be damaged. Conclusion: the reported complaint issues were observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.